Event description:
Information received via va dbs clinical study report shows the pt experienced hospitalization due to exacerbation of parkinson's disease in 2007. The hcp indicated the event was possibly related to the stimulator therapy and/or possibly due to the pt's medication, or progression of the pt's parkinson's disease. The reported date of onset was 01/2007. The physician provided that the pt had extreme difficulty with ambulation and she required extensive assistance. The pt's primary care physician requested hospitalization due to decreased ability of the pt to perform self-care and in order to evaluate disease progression. Device inspection at follow-up detected neurostimulation therapy was found "off" at which time the stimulation was restarted. The hcp indicated that although the pt remained hospitalized; the pt has regained the ability to walk subsequent to reactivation of stimulator therapy. Concomitant medications taken at the time of the reported adverse event include: sinement, norvase (text illegible), aleve, hctz, kcl. No tests or laboratory data was completed by the user at the time of the report. The pt's current status shows the reported adverse event is ongoing. The pt remained hospitalized at the time of the report received by the manufacturer. No report of product retrieval; the device remains implanted and activated.